Event description:
It was reported that the l-arm on the 9600+ system will not work. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced a broken dowel pin. The system was tested and found to be working as intended and placed back into service.